Manufacturer narrative:
Findings: no button error alarm noted. Pump has intermittent button response due to moisture damage on keypad traces. Pump received with no moisture damage on the electronics, motor, vibrator and battery tube assembly. Pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via email indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was 257 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.